Event description:
This lead was capped and replaced due to bipolar impedances of around 2500 ohms with no capture at max outputs. No adverse patient events were reported. Should additional information be received, this file will be updated.

Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.